Event description:
It was reported that during preparation for a percutaneous rotational atherectomy treatment procedure, foreign matter was found on the guide wire. The physician was preparing to perform a rotablator procedure. The wire was given to the scrub technician and an excessive amount of white debris was found on the wire. The white debris was described by the user as a "cotton like" substance. The wire was not used for this procedure. This occurred outside of the body with no patient contact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An examination of the returned device found that the device was received with no presence of white material. The visual and tactile inspection found that the device appeared to be visually correct and does not present indication of any defect or anomaly. All the outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous rotational atherectomy treatment procedure, foreign matter was found on the guide wire. The physician was preparing to perform a rotablator procedure. The wire was given to the scrub technician and an excessive amount of white debris was found on the wire. The white debris was described by the user as a "cotton like" substance the wire was not used for this procedure. This occurred outside of the body with no patient contact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.